Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery 4 times that week. Her blood glucose level was 549 mg/dl. The customer had insulin through a syringe. The customer woke up from her high blood glucose level and when she tried to bolus the insulin pump alarmed no delivery. While troubleshooting insulin did exit but the insulin pump alarmed no delivery. The device was not returned.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is march 26, 2016.